Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer also reported that the insulin pump shut off on its own. Blood glucose level was 600 mg/dl at the time of the call. As a result of trying to clear the no delivery alarm, the insulin pump returned multiple error alarms. No further information was provided.